Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2008, to investigate the event. The fse ran a system check which failed the washed and substrate means. The results were out of specifications high. The fse performed and completed the substrate decontamination procedure. The fse then repeated the system check procedure which passed. The fse recalibrated all tests and quality control (qc) resulted within range. The fse verified all the repairs per established procedures and results met published performance specifications. This is a single event involving multiple pt samples. There were no reports of any adverse event, changes to pt care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated accutni (troponin I) result generated on the synchron lxi 725 clinical system two pts. The initial erroneously elevated result was reported outside the lab. The pt sample was retested on a different instrument and the result was within the normal reference range. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.